Manufacturer narrative:
One device was returned for repair. Service history review identified this device has not been in for service in the previous 12 months, and there was no indication the complaint was related to a previous service of the device. Visual evaluation of the device found that the downstream occlusion (dso) seal was degraded. Error log review found, "no cassette attached," alarm was observed. The cause of the primary problem of "cassette not attached properly" alarm was unable to be determined and could only be verified in the event history logs. Functional testing was not able to duplicate the reported issue. The dso sensor was replaced along with other preventative maintenance. The device passed functional testing.

Event description:
It was reported that when customer was programming the pump, they noticed that the pump would alarm "cassette not attached properly." When the pump was latched, it worked perfectly fine, but as soon as the latch was unlocked, it would alarm the above message. There was no patient involvement.